Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia characterized by sustained elevated glucose beginning after breakfast, with device alerts for high glucose and observed small meal and correction boluses; the user chose to replace the infusion set with an inset 23" 6 mm for reassurance and declined further troubleshooting after education. Symptoms included elevated blood glucose with a peak of 214 mg/dl and no acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, no assistance required, no ketone testing, and no use of backup therapy. Investigation included review of device data and user reports with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was consistent with hyperglycemia of unclear cause with potential under-bolusing; the infusion set change was precautionary. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.